Event description:
The manufacturer received information alleging a ventilator would not pass testing. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The technician observed contamination in the flow sensor. The device's flow sensor was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the flow sensor assembly. The slow sensor assembly was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the flow sensor assembly failing was due to a foreign object lodged in the output.